Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the multiple occlusion alarms occurred. Infusion set supplies were changed and insulin delivery was resumed. Blood glucose was elevated (value not provided).